Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging inaccurate high readings on his one touch verio pro meter compared to a one touch ultra 2 meter and a freestyle meter. He ran a quality control test and the test strips passed using the control solution. The patient does not recall the exact dates of comparison; however, provided a rough estimate of the date of comparison. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. Mss classified the complaint based on the initial call placed on (B)(4) 2011, on (B)(6) 2011 at noon, the patient's one touch verio pro meter read 8.6 mmol/l, one touch ultra 2 read 6.7 mmol/l and the freestyle meter read 7.0 mmol/l. The difference between all 3 readings was less than 30% or 30 mg/dl. On (B)(6) 2011 at 9:00pm, the patient obtained a 10.7 mmol/l on the verio pro meter, a8.4 mmol/l on the ultra 2 meter and an 8.2 mmol/l on the freestyle meter. The difference between the verio pro meter and the ultra 2 meter was less than 30 mg/dl or 30%. The difference between the verio pro meter and the freestyle meter was greater than 30 mg/dl (1.7 mmol/l) or 30%. On (B)(6) 2011 at 11:20pm, the patient obtained a 14.3 mmol/l on the verio pro meter and only compared it to the ultra 2 meter which was 10.8 mmol/l. The difference between the readings was greater than 30 mg/dl (1.7 mmol/l) or 30%. The patient mentioned that on (B)(6) 2011 due to the alleged high readings, he had obtained on his one touch verio pro meter; he took an increase of dosage of insulin and later fell unconscious and had to be taken to the hospital where he received treatment. At this time, there is no information on what readings the patient had obtained on his verio pro meter on the (B)(6), or events leading him to developing the symptoms. He does not recall what he was treated with in the hospital since he was unconscious at the time of the event. He mentioned he did not have to stay overnight at the hospital and was discharged the same day. No further clinical information was provided. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The products were replaced. The complaint is being reported since the patient alleged that due to the alleged high readings he had obtained on his verio pro meter, he took an increase dosage of insulin and at an unspecified time later fell unconscious and had to be taken to the ER where he received treatment.

Manufacturer narrative:
Follow-up # 1 (10/25/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do the 510(k) # is k093745.